Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced blurred vision and she constantly sees halos around all lights, not just at night. She does not see well at distance, intermediate, or near. She has had a headache and eye discomfort since cataract surgery. The surgeon restarted with nonsteroidal anti-inflammatory drug for inflammation, this has relieved the pressure feeling and discomfort she was having. Additional information has been requested.